Event description:
Customer reported that during a training class the display was not readable. No reported pt involvement. Service rep duplicated reported condition. Proper operation of the device was confirmed.